Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a low blood glucose (bg) level (54 mg/dl). The ICU staff treated the customer will intravenous fluids and saline. The customer was released the next day with no permanent damage. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer continued to use the pump for insulin therapy.